Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 liter bag was leaking from the injection site. This event occurred during filling and before patient use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image showed drops of fluid at the injection site but the exact location could not be visualized. Retained samples were visually inspected and gravity tested with no issues noted. The reported issue was verified. The cause was determined to be related to the material used during manufacturing. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.